Event description:
New information reported stated that the physician did not believe the implanted system contributed to the patient's death. Per the physician, the patient was extremely sick, frail and debilitated. On (B)(6) 2016, the tachy therapies were turned off from the device per the patient's family request. The patient had a do not resuscitate (dnr) in order. In (B)(6) 2017, the patient had been admitted to the hospital for an unrelated infection and was discharged on (B)(6) 2017. On (B)(6) 2017, the patient was found unresponsive but due to the dnr resuscitation efforts were not performed.

Event description:
It was reported that the patient has deceased. The primary cause of death was reported to be acute myocardial infarction and sequential reasons were chronic congestive heart failure and chronic atrial fibrillation. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.